Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that before the implantation of the lead, the physician tried the screw mechanism on the table. The test was good, but during the implantation, the physician tried two positions and when he attempted to screw the lead, it was not possible. The lead was removed and a new lead implanted. No patient complications have been reported for this event.